Event description:
A user facility returned a colonovideoscope to the olympus service center due to a broken handle. This was found during reprocessing for a diagnostic procedure. Upon inspection and testing of the returned device, it was observed blocked channel. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to b5, during the inspection it was noted the light guide lens was cracked, the control unit had internal corrosion, and the universal cord had buckles. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon was presumed to be: I) foreign material got into the auxiliary water channel by user¿s incorrect handling such as below: I-a) feeding water with foreign material into the auxiliary water channel. I-b) the subject device was used for procedure without attaching the auxiliary water tube or the auxiliary water inlet cap. This caused the foreign material to flow backward to the auxiliary water channel. Ii) afterwards, user¿s reprocessing for the auxiliary water channel was insufficient. The material remained in the channel. This event was considered a preventable occurrence. The instructions for use (IFU) operation manual states the following: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The IFU operation manual further states: "when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet." The IFU reprocessing manual adds the following: "precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.